Event description:
It was reported that an ilet user experienced recurrent low glucose alerts while engaging in more physical activity than normal and had earlier hyperglycemia after eating a larger than typical dinner. The user later reported that an incorrect announced meal size contributed to subsequent glucose variability. Symptoms included hypoglycemia and hyperglycemia ranging from 69 mg/dl to 293 mg/dl as well as shaking or tremors. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure involving meal size announced in relevance to carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.